Event description:
The user facility reported that during a procedure, the instrument blade broke. The broken blade was removed and no pt injury is reported. The surgery was completed as scheduled. Add'l info provided: a call to the user facility was placed confirming that there was no pt injury.